Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reached out to olympus and requested a reprocessing in-service for his olympus evis exera ii ultrasound gastrovideoscope. According to the initial reporter, this request was a result of annual training to ensure proper reprocessing techniques were being followed. There was no patient involvement during this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and endoscopy support specialist (ess) feedback. The endoscopy support specialist (ess) was on-site 18 ¿ sept ¿ 2023 and observed the staff not brushing the balloon channel during manual cleaning, the washing tube was not being used all the time. Additionally, the flushing behind the elevator with a 30cc syringe was being skipped. The ess returned to the facility on 26- sept 2023while performing a reprocessing in-service with the staff that covered the guidelines on reprocessing the olympus scopes per the on-track form and reprocessing manual. The staff also performed a return demonstration to show they understood the process. The ess reiterated that scope must have all reprocessing steps done prior to it going into the oer-elite, which includes aspiration, flushing channels with detergent and rinsing the scopes following scope buddy guidelines. The customer also understood that the olympus reprocessing manuals are the validated source of instructions. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: olympus gf type uct180. Chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 cleaning and disinfection equipment. Olympus will continue to monitor field performance for this device.